Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter body appeared intentionally trimmed. Visual inspection revealed the medial extension line was separated directly adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged. The total length of the catheter body measured to be 224 mm which indicates at least 86 mm were trimmed and not returned per product drawing. The inner diameter of the medial lumen measured to be 1.47 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the medial lumen measured to be 2.13 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal and proximal lumens were flushed using a water-filled lab inventory syringe. No blockages or leaks were detected. A manual tug test confirmed the proximal and distal extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the medial extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The extension line met all relevant dimensional requirements and a device history record review performed based on sales history did not reveal any relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
The complaint is reported as: "the head of luer-lock connection (blue one) was falling off." The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the head of luer-lock connection (blue one) was falling off." The device was replaced. No patient harm reported. The patient's condition is reported as fine.